Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: " this is a single use device the compromise the structural integrity and/or essential material and design characteristic of the device, which may lead to device failure and sterile unless package is opened or damaged." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the packaging of the device was too small, and the tip of the catheter became bent.